Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -8.00/+1.5/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced blurred vision and was dissatisfied with the quality of vision. On (B)(6) 2021 the lens was explanted. On (B)(6) 2021 a replacement lens of the same model/length but different power/axis was implanted and this resolved the problem. Patient is more satisfied and eye is quite. The cause of the event was reported as user error and noted "in my opinion maybe intraocular reaction led to this bad quality of vision or lens deposits".

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
D4: corrected to vticm5_13.2. Claim#: (B)(4).